Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03193 it was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced left sided weakness. The index procedure treated the 80% stenosed, 8x30mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filter wire ez and two carotid wallstents. An attempt to place the first wallstent was made but not used in the procedure, per the physician's opinion that the 10x37mm wallstent was too long for the lesion. A second shorter 10x31mm wallstent was used and successfully implanted. Following post dilation, 0% residual stenosis remained. During the procedure the patient experienced left sided weakness. No action was taken to treat the event and the event resolved without residual effects the same day. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the filter wireez and the 10x31mm carotid wallstent.